Event description:
The customer reported that there were leaks in his insulin reservoir. The customer stated he awoke with high blood glucose and after lunch, his blood glucose was still high. The customer's blood glucose was 350 mg/dl. He stated he could smell insulin. The customer had already changed the reservoir and made sure the inside of his insulin pump was not wet. The customer then ran a manual prime and was advised to treat for his blood glucose as he was not receiving insulin before, due to the reservoir leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.